Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 104) has been confirmed.  Upon investigation the monitor was displaying a service code 104.  The cause for the failure was isolated to contamination on the j101 component on the ca board and contamination on the sd card. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying service code 104.